Event description:
It was reported that a patient with suspected vertebral body hemangioma underwent a balloon kyphoplasty procedure (bkp) at t12. Reportedly, a 15mm balloon broke during inflation, possibly due to touching the right balloon within the vertebral body. The balloon was inflated by adding 4 ml contrast agent. The physician noted that "the remaining healthy bone might have pushed the balloon medial in the vertebral body". No fragment of the balloon was left in the patient¿s body and no patient allergy was observed. The surgical time was extended approximately 16 to 30 minutes due to the incident. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.